Event description:
During asnis3 removal surgery, the surgeon used the cannulated driver. However, the tip of the driver broke. Therefore, the surgeon used another screw driver and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screwdriver broke could be confirmed since the returned device matches the reported failure. The visual examination revealed that the tip of the hex broke under too high force application resulting from high torque that is needed to remove a screw after two years of being implanted (i.e. Due resorption and tissue overgrowth). Due to its cannulation the affected screwdriver is not as strong as a solid one and therefore, it cannot withstand such high stresses resulting from commonly know screw in-growth please pay attention to the op-tech asnis iii cannulated screw system (ref. (B)(4)) where its clearly stated that solid screwdrivers shall be used for screw removal: "screw removal never use a worn, damaged or cannulated screwdriver to remove screws. [...] It is recommended that the solid screwdriver be used for screw removal. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver." [Original statement] further information about screw removal can be found in the implant extraction guide (ref. (B)(4)) caution: be sure to use the solid screwdriver in combination with the appropriate sized screwdriver bits or the cannulated screwdriver with the spreading screwdriver bits. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the investigation results, this complaint could be classified as user related (deviation from user instructions) indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During asnis3 removal surgery, the surgeon used the cannulated driver. However, the tip of the driver broke. Therefore, the surgeon used another screw driver and surgery was completed.